Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 435 mg/dl, which was treated with infusion set change. Customer declined troubleshooting for high blood glucose since infusion set change resolved the issue.